Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: a proximal segment of the lead was returned. Analysis revealed that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. (B)(4).

Event description:
The atrial lead and previously capped ventricular lead were removed prophylactically and/or reported as having no alleged product issues. The lead were returned and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.